Manufacturer narrative:
H3) the enclosure gantry gpio was returned to the manufacture for evaluation. After functional testing, performance testing and visu al/physical examination the reported issue was not confirmed. The part was installed into a known good tracker to test for drop out. No drop out was observed while under test. No problem found. Eval code method 10 is associated with this analysis eval code result 213 is associated with this analysis eval code conclusion 67 is associated with this analysis medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient weight was approximated. A medtronic representative (rep) went to the site to test and service the equipment. The rep could not reproduce the reported issue. The rep decided to replace the gpio board as a precaution. The imaging system passed the system checkout; the system performed as intended and was found to be fully functional. The gpio board was returned to medtronic but was under analysis at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a transforaminal lumbar interbody fusion (tlif) procedure (l4-s1 fusion). It was reported that the medtronic navigation system was unable to see the right side trackers on the imaging system. It was stated that the site was unable to use navigation for the case. The site opted to abort medtronic imaging as well. The site proceeded by performing the procedure freehand without use of navigation. There was a surgical delay of 10-15 minutes due to this issue. The patient experienced no symptoms related to this event, and there was no impact on patient outcome.